Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. A manufacturing record evaluation was performed for the finished device batch pbq091 and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. It was received for analysis a paper lid, an empty opened winding former and a needle-suture piece of product code w8702, lot pbq091. This product code is double armed. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture piece was examined, and present damaged and the ends isn't broken, it's cut appears to be by de use of a surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. It was received for analysis an empty opened box and nine unopened samples of product code w8702, lot pbq091. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Were there any patient consequences due to the event (suture breakage)? Procedure name and date? Event date? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-06152 and 2210968-2020-06153.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. It was also reported that the suture breakage occurred intra-op. Additional information has been requested.